Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
Surgeon reported horizontal lines during a lasik flap procedure. No pt injury was reported.